Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the battery was replaced and the device was returned to service. The device will not be returning to zoll, the customer indicated that the battery would be returned. At this time the battery has not been received at zoll.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the battery for evaluation. The customer's report was observed and attributed to a battery connector that was not properly aligned. The battery was scrapped. Analysis of reports of this type has not identified an increase in trend.